Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 26-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database of the station was not visible on the server. A technical support specialist (tss) followed the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and confirmed there was no variation observed in station communication. The customer verified that the reports were functioning correctly. After confirming resolution, the customer provided closure. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es database of the station did not visible on the server, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.